Manufacturer narrative:
A visual inspection was performed on the returned guide wire which identified the coils were separated; however, the core was intact. The reported contamination was unable to be confirmed as there was no visible foreign material or contamination on the wire as reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported foreign material or contamination issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when opening the package of a hi-torque 014 balance middle weight hydro guide wire, [an unidentified object, loose, with mold characteristics] was noted. The device was not used and there was no patient involvement. There was no adverse patient effects and no clinically significant delay. Another guide wire was used to successfully complete the procedure. No additional information was provided. (B)(6) 2020: device analysis noted the guide wire coils were separated but core was intact. The account was unable to determine if this was due to intentional manipulation or found during opening of the package. They confirmed the device was never inserted in the anatomy. No additional information was provided.